Event description:
A malfunction alarm was reported with malfunction code malf 3, and it was noted that there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support resolved the issue by arranging a replacement pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.